Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included multigravida, parity 5 and pregnancy. The patient also had a family history of multigravida and parity 5. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problem"), tooth fracture ("dental problem-breaking teeth, cavities"), dental caries ("dental problem-breaking teeth, cavities"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), allergy to metals ("nickel allergy"), visual impairment ("vision/eye problems- bad vision"), dysgeusia ("metallic taste in mouth"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, bladder disorder, tooth fracture, dental caries, urinary tract disorder, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, allergy to metals, visual impairment, dysgeusia, back pain and abdominal pain lower outcome was unknown and the pelvic pain, dyspareunia and menorrhagia had not resolved. The reporter considered abdominal pain lower, allergy to metals, back pain, bladder disorder, cystitis, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic inflammatory disease, pelvic pain, tooth fracture, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: she sought medical attention for these maladies. Patient continued to suffer from and to treat with her medical providers for these and other injuries related to the essure device. Concerning the injuries reported in this case, the following one/ones were reported via medical record: pid. Most recent follow-up information incorporated above includes: on 3-dec-2018: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems, dental problems, dysmenorrhea, infection (bladder/urinary tract/vaginal), nickel allergy, pain, bad vision were added. From mr event pid were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.